Event description:
It was reported via repair work order that the litter was tlited to the right side of the bed. It was also reported that the scale was inaccurate due to load cell malfunction. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Customer to perform own repair.